Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The device was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarm noted during testing. Motor error alarm during the basic occlusion test due to protruded and or loose drive support disk.

Event description:
Customer reported that the insulin pump had an error alarm during the manual prime and stated that insulin was squirting out. The drive support cap was noted to be sticking out and the customer stated that there was a gap between the piston and the reservoir. Customer's blood glucose reading at the time of the call was 213 mg/dl. No further information reported.